Event description:
Caller reported not observing drops of insulin at tubing end during fill tubing step in load sequence. There was no adverse impact to customer¿s blood glucose level. Although troubleshooting was declined, replacements were requested, and cts sent them out, subsequently closing the case.